Event description:
It was reported that the external pulse generator (epg) knobs were broken. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg had broken knobs. It was noted that encoder assembly, four encoder o-rings, four knobs, six plugs and four encoder nuts were missing. It was further noted that two case screws were contaminated and one case screw was loose. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.